Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have entered backup vvi (bvvi) mode. Abbott technical support was contacted and suspected the bvvi was likely due to electromagnetic interference (emi) however, this could not be confirmed. Technical support also noted that the device had reached the elective replacement indicator (eri) and recommended device replacement. The device is anticipated to be replaced to address the normal eri, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.